Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 1 mg/ml at 0.15 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient experienced stinging or burning sensation at the anchor sight. A "negative" dye study occurred. The patient's healthcare professional decided to revise the catheter on (B)(6) 2016. The explanted catheter showed complete obstruction of flow holes by tissue. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The event date was approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.